Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Subsequently, cold insulin had been used and the air had not been removed from the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the contact loaded a new cartridge successfully and resumed insulin delivery.